Event description:
During a scheduled follow-up, it was impossible to interrogate the subject ICD : no answer to telemetry (no green leds on the programming head) and no response to magnet application. Logfiles related to the interrogation attempts are provided for review. Reportedly, the ICD was explanted; however, it has now to remain stored in the hospital for 1 month in order to comply with national health office rules.

Manufacturer narrative:
Please, refer to the attached report.

Event description:
During a scheduled follow-up, it was impossible to interrogate the subject ICD : no answer to telemetry (no green leds on the programming head) and no response to magnet application. Logfiles related to the interrogation attempts are provided for review. Reportedly, the ICD was explanted, it has now to remain stored in the hospital for 1 month in order to comply with national health office rules.

Manufacturer narrative:
Preliminary analysis of the returned device revealed blockage of the telemetry but became tintermittent during analysis.

Event description:
During a scheduled follow-up, it was impossible to interrogate the subject ICD : no answer to telemetry (no green leds on the programming head) and no response to magnet application. Logfiles related to the interrogation attempts are provided for review. Reportedly, the ICD was explanted, it has now to remain stored in the hospital for 1 month in order to comply with (B)(6) office rules.